Event description:
The reporter stated the surgeon was attempting to insert a three piece collamer lens model cq2015 into pt's eye and noticed the lens was torn. The lens was partially inserted and removed. There was pt contact, but no pt injury.

Manufacturer narrative:
Evaluation results - a visual inspection of the returned product shows the lens has one haptic torn off into the optic, and another tear in the optic near the other haptic. Clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for eval.